Event description:
The customer reported the evis exera ii xenon light source spare lamp indicator is flashing . There was no patient involvement, no harm or user injury reported due to the event.

Manufacturer narrative:
Customer refused to provide title. Olympus technical assistance center (tac) support spoke to the customer to troubleshoot the device. The customer confirmed that the spare lamp indicator was flashing on the clv-180. The customer mentioned that the device was being used for veterinary purposes. Tac informed the customer that the spare lamp is used as a back up to safely remove the scope. The customer works for a third-party company ess and declined tac request to transfer the call to repairs. The customer indicated having a third-party repair service and will not repair the product through olympus. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time, however, if additional information becomes available, this report will be supplemented accordingly.

Manufacturer narrative:
This follow up report is being submitted to include the legal manufacturer investigation. The DHR was unable to be reviewed for this device since the serial number was not provided. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Since the the subject device was not sent to the repair , it is surmised that the phenomenon occurred due to any one of the following reasons. · emergency lamp itself accidentally malfunctioned or exceeded its expected life span · harness of the emergency lamp was disconnected, or contact failure occurred in the emergency lamp · the power convertor accidentally malfunctioned or malfunctioned due to aging deterioration olympus will continue to monitor complaints for this device.